Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a manufacturer representative regarding a consumer receiving bupivacaine [3.7 mg/ml] at a rate of 1.1252 mg/day and morphine [10 mg/ml] at a rate of 3.041 mg/day via intrathecal drug delivery pump for non-malignant pain. It was reported that there was a catheter issue and the patient had started experiencing withdrawal symptoms. The patient went in for a refill on (B)(6) 2017 and there was a volume discrepancy (expected residual volume (erv): 4 ml, actual residual volume (arv): 15 ml). The healthcare provider (hcp) had decided to move forward with a catheter dye study and they were unable to aspirate but they still attempted to push contrast through which was not successful. The roller study was performed twice and it appears that the motors were not moving. It was reported that they had programmed the procedure incorrectly which is why she had not seen any movement. It was confirmed that the pump logs were read and no motor stalls or any other anomalies were seen. It was also confirmed that no alarms have been heard as well. They will most likely move forward with a revision. The patient was supplemented with oral pain medication and attempts to refer the patient out to a surgeon for a catheter revision are currently underway. A root cause was not determined and the issue has not been resolved. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.